Manufacturer narrative:
Concomitant medical products: product ID: 3382, lot# l43968, implanted: (B)(6) 1997, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Product ID: 3382, lot# l43968, implanted: (B)(6) 1997, product type: lead. (B)(4).

Event description:
It was reported that the patient had a deep brain stimulator in 1997 and the lead broke before the appointment to turn on the device. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3382, lot# l43968, implanted: (B)(6) 1997, product type: lead. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Product ID 3382, lot# l43968, implanted: (B)(6) 1997, product type: lead.

Event description:
It was later reported the lead had broken in 1997 prior to the implantable neurostimulator (ins) being turned on. The entire 1997 system was explanted. Patient never had therapeutic effect. Patient had essential tremor symptom. The event or symptoms had occurred following the implant. Patient stated "two products failed on me." It was noted that the tremors were bad at the time of the implants. It was noted that both leads broke in the same place, in the same amount of time. Device was never turned on and the patient never saw an ounce of benefit. It was further noted that before the ins was implanted the lead was connected to a battery source and the patient stated "I got to see how well it worked" and was able to hold a glass of water without spilling. Additional information received reported that the healthcare professional that implanted the 1997 system had not heard from the patient since 2000. An x-ray had shown the lead was severed and offered a revision surgery. Patient was supposed to get back to the healthcare professional but never had.